Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the battery compartment was found to be cracked. There was moisture corrosion found to the battery canister. A leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive. The reported "power" complaint was duplicated. The pump's cover was removed and there was no further moisture ingress or intermittent condition found to the printed circuit board.